Event description:
It was reported that bd nexiva diffusics w/maxzero 20g x 1.75 in tubing seperated. It was reported by customer that the nexiva 20g diffusic that fell apart while attempting to insert. The device failed after it was in the patient¿s arm, and they needed to be stuck again. Verbatim: I have attached a photo of a nexiva 20g diffusic that fell apart while attempting to insert. The device failed after it was in the patient¿s arm, and they needed to be stuck again. Charlie was the nurse that his happened to. He says he was insertion like normal. No unusual circumstances. I have the item.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample and 1 photo submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the samples. Analysis of the sample showed that the fluorescence of adhesive was observed at the tip of the tube. Bd determined that the cause of the failure was lack of adhesive dispensed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.